Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # m54h1j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, there was an unexpected noise at the 1st stroke of the 2nd firing when it was fired between the upper lobe and the middle. Then, the knife moved forward very slowly. After the firing, it was found that there was a diagonal dent on the middle of the cartridge deck and some unformed staples were remaining in pockets. The middle of the cut end was partially not stapled, so additional suture was performed. When another cartridge was loaded into the same device, it functioned properly and used to complete the case without problem. There were no adverse consequences to the patient. The operation video was checked after the operation and it was found that the device had clamped a forceps. No device will be returning.